Manufacturer narrative:
Additional product code: hwc. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, during an open reduction internal fixation surgery for distal humeral fracture, the locking screw was not locking another distal hole of the plate. The surgeon used another back up devices and completed surgery with 30 minutes delay. The patient was stable. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# unknown) unknown cortex screws (part# unknown, lot# unknown, quantity# unknown) unknown drill sleeve (part# unknown, lot# unknown, quantity# 1) unknown guide/compression/k-wires (part# unknown, lot# unknown, quantity# 1). This is report 01 of 02 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.117.103s, synthes lot: 21p6831, manufacturing site: raron, release to warehouse data: october 21, 2019, expiry date: october 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no nonconformances (ncrs) were identified. Raw material the following raw material was used to produce this plate: part: 60010242, lot: 4l80683, the raw material incoming inspection has been verified. No deviations were found on the raw material inspection sheet. Visual inspection the plate shows no breakages or other damages. No scratches or dents are visible in the threads. Dimensional inspection the complaint relevant critical features were verified on the complaint part. All measurements of the received plate were found to be in specification. No deviations were found in the dimensional inspection. Document / specification review a device history record (DHR) review was already performed as part of the overall product investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion the returned plate shows no breakages or other damages. There was a problem in locking the locking screw. No scratches or dents are visible in the threads. All critical to quality features considered relevant to the product complaint were remeasured and have found to be in specification. The device history records was reviewed, including the review of the documented measurements during production. All values have found to be in specification. No ncrs were generated during the manufacture of the product. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing related issues were observed during investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.